Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the moderately tortuous and mildly calcified posterior tibial artery (pta). A 300 cm straight tip v-14¿ controlwire® was advanced through the distal part of the pta and foot arcade. However, the physician noticed that 1.5 cm of the guide wire tip had broken off and remained in the vessel. Due to this the procedure was stopped as the distally occluded portion of the vessel could not be reached. The wire tip was not retrieved as the vessel that the tip lodged into was too small to use a retriever. The few centimeters of the vessel distal to the detached guidewire tip was occluded any way. The broken tip was not moving in the vessel. The vascular status of the patient was not worsened after this incident. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device has the distal tip kinked and the polymer tip detached, that is located approximately at 298,3 cm from the proximal end. The outer diameter of middle of the device and of proximal section were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the moderately tortuous and mildly calcified posterior tibial artery (pta). A 300cm straight tip v-14 controlwire was advanced through the distal part of the pta and foot arcade. However, the physician noticed that 1.5cm of the guide wire tip had broken off and remained in the vessel. Due to this the procedure was stopped as the distally occluded portion of the vessel could not be reached. The wire tip was not retrieved as the vessel that the tip lodged into was too small to use a retriever. The few centimeters of the vessel distal to the detached guidewire tip was occluded any way. The broken tip was not moving in the vessel. The vascular status of the patient was not worsened after this incident. No patient complications were reported.